Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, two (2) holders separated from the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 24c26. D.4. Medical device expiration date: not applicable, this material does not have an expiration date h4. Device manufacture date: 26-03-2024. D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jul-2025. Investigation summary bd received 3 samples from an unknown lot for investigation. The samples were evaluated by visual examination and the indicated failure mode for separates with the incident lot was not observed. Additionally, retention samples for each reported lot from bd inventory were evaluated by functional testing and the issue of no issues were observed on the retained samples tested from lot 24c26. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met for both reported lots. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode separates for lot 24c26. The indicated failure mode was attributed to the supplier. The supplier has initiated further root cause investigation relating to the issue of separates through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4 medical device lot #: 24c26 was reported, however, this is not a lot number manufactured for the reported catalog number. D.4. Medical device expiration date: not applicable, this material does not have an expiration date. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, two (2) holders separated from the needle. No adverse impact was reported regarding the patient or user.